Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm stuck button and failed battery test. Customer's blood glucose at time of incident was 10.3mmol/l. Customer's mother stated that down button is not working properly. Customer run a self-test and it did not passed and it showed failed battery test. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement were within specifications. All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and was properly connected. No unexpected failed battery alarms were noted. The pump was received with a scratched case and a severely scratched lcd window.